Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments conductor wire was broken. The conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instruments bipolar yaw pulley was broken. The yaw pulley was missing a piece, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Failure analysis concluded that the broken damage was due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that a snapped wire was observed on the pk dissecting forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.